Manufacturer narrative:
Additional mdrs associated with this event:MDR 3025141-2014-00185 screw 1,MDR 3025141-2014-00186 screw 2,MDR 3025141-2014-00187 screw 3,MDR 3025141-2014-00188 screw 4,MDR 3025141-2014-00190 screw 6,MDR 3025141-2014-00191 screw 7,MDR 3025141-2014-00192 screw 8,MDR 3025141-2014-00193 screw 9,MDR 3025141-2014-00194 plate.

Event description:
One screw in an implanted clavicle plate broke post operatively.